Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Right asr hip resurfacing system. Reason for revision: femoral neck fracture on resurfacing (within 3 months of post op). Xl system implanted (B)(6) 2006 when resurfacing revised - xl components not yet revised, components still in patient - see email attached from claimsuite update alert 31 october 2012 showing xl product details. Update received: 13th november 2013 - re-created dint to advise cup remains in situ as patient is resurfacing to xl, so cup will not be reported on this com - cup and xl products have no plan to be revised and added revision reason: post-operative collum fracture. Update - added cup as "noncontributing - implant not removed" as it remained in situ, cross referenced the com for the second surgery, added all mw fields, manufacturing and expiry dates. Taken from claimsuite dated 7th april 2015. This is a resurfacing to xl. This com is for the first surgery. For the second surgery please see (B)(4). Update - received patient gender, date of birth and copy of product stickers. 14th april 2015. Gender - female date of birth - (B)(6). Update - added additional reasons for revision taken from translated (B)(6) medical notes dated 27th april 2015. Additional reasons for revision : pain and noise

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Right asr hip resurfacing system. Reason for revision: femoral neck fracture on resurfacing (within 3 months of post op). Xl system implanted (B)(6) 2006 when resurfacing revised - xl components not yet revised, components still in patient - see email attached from claimsuite update alert 31 october 2012 showing xl product details. Update received: 13th november 2013 - re-created dint to advise cup remains in situ as patient is resurfacing to xl, so cup will not be reported on this com - cup and xl products have no plan to be revised and added revision reason: post-operative collum fracture. Update - added cup as "noncontributing - implant not removed" as it remained in situ, cross referenced the com for the second surgery, added all mw fields, manufacturing and expiry dates. Taken from claimsuite dated 7th april 2015. This is a resurfacing to xl. This com is for the first surgery. For the second surgery please see (B)(4). Update - received patient gender, date of birth and copy of product stickers. 14th april 2015. Gender - female date of birth (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4)974. Reason for original complaint - asr revision. Right asr hip resurfacing system. Reason for revision: femoral neck fracture on resurfacing (within 3 months of post op). Xl system implanted (B)(6) 2006 when resurfacing revised - xl components not yet revised, components still in patient - see email attached from claimsuite update alert 31 october 2012 showing xl product details. Update received: 13th november 2013 - re-created dint to advise cup remains in situ as patient is resurfacing to xl, so cup will not be reported on this com - cup and xl products have no plan to be revised and added revision reason: post-operative collum fracture. Update - added cup as "noncontributing - implant not removed" as it remained in situ, cross referenced the com for the second surgery, added all mw filed's, manufacturing and expiry dates. Taken from claimsuite dated 7th april 2015. This is a resurfacing to xl. This com is for the first surgery. For the second surgery please see (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Asr revision. Right asr hip resurfacing system. Reason for revision: femoral neck fracture on resurfacing (within 3 months of post op).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.